Event description:
For approx the last 5-6 months, the pt felt no stimulation. Impedances were done on all contacts and all were out of range. It was noted that the pt had lithotripsy done about 1 year ago and it was right next to the implantable neurostimulator. It was also noted that the pt was not a good historian. The physician planned to revise the lead.

Manufacturer narrative:
(B) (4).